Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to the ruthenium labeled antibody, used in reagent was identified in the sample. This interference is documented in product labeling.

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample from cobas analyzers. The result from the cobas 8000 was 25.89 uiu/ml and the result from the cobas 6000 was 25.80 uiu/ml. As the result for the patient in 2010 was 2.00 uiu/ml on an abbott analyzer, the customer tested the sample on an abbott architect analyzer and the results were 2.38 and 2.37 uiu/ml. The erroneous results were not reported outside the laboratory. The patient was not adversely affected.